Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had a superior corneal epithelial erosion. So surgeon placed a bandage ctl¿s (contact lens) for the first week. At day 10 patients vision was poor at all distances although eye looked good with iol axis 170. She could not read anything near or intermediate. She was 20/50 distance sc (without correction) refracting to 20/30 +2 with +0.75. The surgeon took her to the minor room and repositioned the iol trying to shift towards 178 and reverse optic captured it to increase the effective lens power. A few days later she was 20/25 distance sc and refracting with low myopia. At one month post she was 20/30+2 distance sc and j5 intermediate and no refractive error on exam. Added frequent artificial tears and wait a month. At 8 weeks, the posterior capsule was quite opacified early due to the roc (retinol correxion eye cream). The patient was complaining of glare, blurry halo and photophobia which the surgeon presumed was due to the capsule so a yag (yttrium aluminum garnet) capsulotomy was performed. At the next visit around 90 days post op she was 20/25 + with no significant refractive error but complaining of a blind spot that floated in and out of her central vision. There were some residual capsular flap tags in the central vision and mac oct (optical coherence tomography) was normal again so I did a little more yag to the capsular remnants hoping it would help. The next visit she reported floaters, photophobia, and foggy blurry vision 20/50 distance sc and j13 near, no significant refractive error and normal mac oct. I continued frequent lubricants and a lower punctual plug, and she returned 3 weeks later 20/25-1 distance sc, j4 near sc and for the first time, happy with her vision. The surgeon did not see her again for 3 months thinking she was happy. She was getting other opinions however and called saying her vision was still terrible and that a cloud was blocking her vision. She came back in april. The surgeon can find nothing. Refraction near plano, no significant floaters to exam, mac oct normal. Best surgeon can get her to see is 20/40 distance and retinoscope -0.25 sph. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).